Event description:
In 2002, a wilson-cook esophageal z-stent with dua anti-reflux valve was placed in the pt's esophagus. Five days later the pt experienced dysphagia. The physician performed an endoscopic procedure and discovered that the stent had migrated 5cm towards the stomach. The same day, the stent was repositioned by the physician with a balloon, the stent did not migrate again. Two weeks later, the pt experienced dysphagia again. An endoscopic examination revealed that the pt's stent was impacted with pieces of food. At this time, the lodged pieces were removed from the stent with grasping forceps. The physician then noticed a 1cm damaged area of the stent's coating. Three days later, the stent was surgically removed at the pt's request. During surgical removal, the valve detached from the stent. At this time a peg tube was implanted.